Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy pacemaker (crt-p) exhibited noise and oversensing. This resulted in pacing inhibition with occasional pauses greater than 2 seconds. The patient is pacer dependent. Boston scientific technical services (ts) confirmed to the field representative that the device would pace asynchronously with magnet application. The patient was in the hospital for non-device related symptoms. No report of syncope. Additional information from the field representative indicated that the device was set to the least sensitivity. Further, the physician felt that the patient would not be able to handle a lead revision at this time due to other comorbidities. A device interrogation was done prior to discharge and no noise or other events of pauses from inhibited pacing were noted. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.